Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during drain cycle one of five of peritoneal dialysis (pd) therapy. The patient¿s caregiver stated that it was wet under the hc device. The patient was to complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.